Manufacturer narrative:
Additional information was received that no further course of action taken at this time.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A report was received that the patient underwent an ipg replacement procedure due to the bsn representative could not connect the patient's ipg without having charging issue. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.